Manufacturer narrative:
Medtronic technical support troubleshooting with the site involving adjusting the tracker and camera to better angles resolved the issue. The system was functioning as intended by not allowing the site to proceed without proper tracking.

Event description:
A speciality coordinator called in because she thought that their system was frozen; they could not advance in the software and nothing was working. She explained it was working fine and suddenly stopped. Medtronic technical services representative confirmed there were no additional instruments within site of the camera. The site representative noted that the patient tracker was flashing red on the screen. The medtronic rep instructed her to adjust the tracker and the camera to better angles and the system was no longer frozen. The surgeon was able to proceed with the case. No impact on patient outcome was reported.